Manufacturer narrative:
(B)(4).the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the display on the n65p pulse oximeter was missing segments. There was no patient harm.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. No faults were found. The device passed visual, mechanical and electrical evaluation and testing. The device was returned to the customer.